Event description:
It was reported that the 2800 system table would not move during a case. No patient injury was reported.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 488 mg/dl, 129 mg/dl, and 131 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.